Event description:
It was reported that the device was not working, despite the monitor displaying a green running label. It was suspected that the patient did not receive any medication. The event occurred during setup.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that device was not working, despite the monitor displaying a green running label. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint was confirmed through remote dose test. Device does not detect remote dose cord. Replaced remote dose lemo connector. Upon further investigation, device intermittently alarmed system fault during startup. Replaced downstream occlusion (dso) sensor, dso bezel, and dso seal. Device passed all testing criteria post repair.